Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "the patient was fasted this morning and underwent a bronchoscopy. Before the operation, lidocaine was added to the oxygen spray mask and local anesthesia was given. However, no mist was seen after the drug was added to the oxygen spray mask and driven by oxygen. Mist was seen after replacing the mask. No injury to the patient." No patient harm was reported. The patient's condition is reported as fine.